Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) showed system error fault 66. There was no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported fault # 66 (safety vent failure) issue. The issue was resolved by cleaning the connector and fixing due to suspected poor connector contact on k6a. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) showed system error fault 66 during use on patient. There was no injury or harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (investigation conclusions).

Event description:
N/a.